Event description:
It was reported that the patient had to continually increase the power of the spinal cord stimulator and the paresthesia that ended up having a discomfort. The patient had a steroid injection and reported doing well from that. Additional information was received that patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a week ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient had to continually increase the power of the spinal cord stimulator and the paresthesia that ended up having a discomfort. The patient had a steroid injection and reported doing well from that.